Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and the chronic lead system was oversensing resulting in an inappropriate shock. Impedance measurements were within normal limits. The ICD was removed.